Manufacturer narrative:
(B)(4). Date of initial report: 11/03/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they recently used a rocker switch pencil for a case that the surgeon stated the switch was "sticking". The customer reported there was output and activation tone but no injury to the patient.